Event description:
Cerebrospinal fluid is reported to have been leaking in surgical site one week after implantation. Surgeon reopened the site and found the valve had broken off from the siphon portion of the device.